Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned thirteen photos of the 31gx6mm bd shelf carton. The customer reported torn and dented box and no lot. The photos were examined and the lot number, expiration date and manufacturer date are missing from the back of the shelf carton. A review of the device history record was completed for batch# 2206185. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (label information missing). Root cause & corrective action 1. Per l2l dispatch, there were continuous case pack jams in a limited timeframe. The operator cleaned the glue residual buildup and no more case pack jams were noted. It was not noted as to why there was any glue buildup. 2. The video jet printer prints the coding onto the completed cartons prior to transporting into the case pack operation. In the event of any case pack issues, the associate will temporarily remove the cartons from the transport belt to correct the case pack issues. If an extended amount of time is needed to get the case pack back in operating order, the entire operation is shut down. When the case pack is functioning appropriately, the operator will manually place the cartons back onto the transfer belt. If the carton is placed back onto the transfer belt prior to the video jet printer, the carton will get coding again potentially leaving ¿blurred¿ coding. If the carton is placed after the videojet printer, the carton will have no coding. Retraining associates for placement of cartons onto the transfer belt prior to the printer in the correct manner.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had no lot information on the label. The following information was provided by the initial reporter: "no lot = 1 sp and tore box & dented = 13 sp".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had no lot information on the label. The following information was provided by the initial reporter: "no lot = 1 sp and tore box & dented = 13 sp".